Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Performed service & repair functions as per (B)(4). Nothing noted in the service history that could have contributed to the complaint. Attached box label, electrical safety, additional parts list and vapr 3 repair record. As per customer's complaint of internal error 200 ref 12 was displayed, unit was evaluated and the 200 ref 12 error code came up because the idt board was damaged and disconnected from the rf board. To correct the problem; replaced the idt board. Missing mounting feet were replaced, scratched fascia, top plate and base plate were replaced. Fascia label, seal, and membrane panel were replaced due to the replacement of the fascia. Socket assembly 5 pins was replaced because it was corroded. M3 nylon nuts, glass filled nylon nuts, m3*12mm cheesehead screws and m3*8mm cheesehead screws were replaced because they were missing. The unit passed all functional tests and is fully operational. Performed service bulletin (B)(4). DHR review: part number: 225021. Supplier lot number: 0520050. Release to warehouse date: 1/13/2005. Manufacturing date: 1/13/2005. Expiration date: n/a. Supplier: (B)(4). Manufacturing site: (B)(4). Any anomalies or discrepancies in the manufacture of the lot: (B)(4) - bands have changed after new software release (B)(4) & production test document was not updated. (B)(4) - software version (B)(4) is incompatible with the 4-board test. (B)(4) - new software (B)(4) released which removes the 400 ref 23 error as described in project proposal amendment (B)(4) s/n (B)(4). (B)(4) - vapr3 idtboard 226005 coming loose in the field. (B)(4) - plastic screw holding u1 to heat sink coming loose. (B)(4) - label 137002d shows incorrect voltage and power rating. Concession linked to rework (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Event description:
It was reported that a vapr iii generator not starting and initiating correctly, an internal error keeps popping-up, internal failure, error 200 and ref# 12. Tried trouble-shooting with no success. This was identified during surgery set-up, no delay, no patient injury, used another generator.